Event description:
It has been reported to philips that the c am movement is not functioning. No patient harm was reported. A philips engineer visited site and performed a bodyguard calibration, the device was returned to expected function. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the c arm was not moving. Review of the system log file found that there is no geometry malfunction. Upon functional testing fse made necessary adjustments and bodyguard calibration. After repair the system was returned to use in good working order. The codes were updated based on the investigation outcome.